Event description:
It was reported that a patient developed a post-operative abscess. The patient underwent the index spine surgery at l3-l4 using dynesys instrumentation. Two years later, the patient developed an encapsulated cyst consisting of leukocytes in the area of the right side cord and spacer. The fluid was drained. The instrumentation was visualized and appeared normal. The fluid was tested and no specific bacteria was identified. Inflammatory reaction tests were negative. Two months after draining the fluid, due to pain in the same area, an ultrasound was performed and revealed the abscess was forming again.

Manufacturer narrative:
Implant components: dynesys fusion pedicle+set scr / (B)(4)/ lot 2444021 (qty 4). Dynesys spacer / (B)(4) / lot 2447672 (qty 2). Dynesys cords / (B)(4) / lot 2450348 (qty 2). At the time of this report no additional information was available. A supplemental report will be submitted with any relevant information that is received.